Manufacturer narrative:
(B)(4) evaluation summary: (B)(4). Visual analysis was performed on the returned device. The reported tip separation was confirmed. The reported resistance was not confirmed as the guide wire was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported resistance and separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while advancing the supera, prior to entering the patient, some resistance was met with the guide wire. The supera was pulled back to wipe down the guide wire to facilitate advancement, at which time the nosecone was noted to be separated. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.